Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) spoke to customer over the phone and customer verified they were getting wash probe #2 purge failures. Fse instructed the customer to inspect the bf probe 2 for any beads; the customer found one bead and removed it which corrected the error. Fse instructed customer to perform daily check, and run completed without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number 11217307, was installed on 10-dec-2017. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [[2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of reported event was due to bead stuck in wash probe #2.

Event description:
A customer reported error 2240 bf probe 2 purge failure on the aia-900 analyzer. The customer primed wash and error persisted. Technical support specialist (tss) instructed customer to reboot analyzer and perform wash probe cleaning, but error still persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.